Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer reports the no delivery alarm occurred during manual prime. The customer reported that the no delivery alarm was resolved by changing reservoir. The reservoir will be replaced, the reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed visual inspection and found snap-cap and septum are missing from the reservoir. Unable to confirm customer complaint.